Event description:
It was reported that a patient presented with shortness of breath. Upon interrogation the implantable cardioverter defibrillator exhibited intermittent sensing behavior. Programming changes were performed which resolved the intermittent sensing anomaly.